Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging her son's onetouch ping meter was displaying inaccurate results compared to the same meter and compared to a back up meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, 3 minutes prior to the start of the alleged issue, the reporter stated the patient felt symptoms of low blood glucose including "sweaty, shaky and hungry". On (B)(6) 2012 at 12:23 am, the reporter stated the patient tested on the lfs meter and obtained readings of "400, 80, and 200 mg/dl". Based on statistical methodology, the calculated difference of these readings exceeds the expected result of (B)(4) obtained within 20 minutes of each other. The reporter stated on (B)(6) 2012 at 12:26 am, the patient tested on a back up onetouch meter and obtained a reading of approximately "70 mg/dl". Based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4). The reporter stated the patient uses humalog insulin pump therapy to manage his diabetes. The reported stated in response to the readings, the patient took his usual dose of medication as directed by a healthcare professional. On (B)(6) 2012 at 12:28 am, the reporter stated the patient had something to eat or drink as treatment to the symptoms. At the time of troubleshooting, the cca confirmed the patient was using the approved sample site for testing and the subject meter was in the correct unit of measurement at the time of testing. The cca noted that the patient's testing process was correct. The patient's test strip vial and test strips were in goo d condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the injury, and there was no delay in treatment. However this complaint is being reported because the patient performed a meter vs. Same meter and meter vs. Another meter comparison where the calculated difference of the results meets lfs's criteria for precision and accuracy reporting.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.